Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient was noncompliant after the implant. It was stated that the patient ¿snapped¿ and had been drinking, and abusing pain medication after the surgery. The patient was admitted to the hospital. The health care provider (hcp) stated there was no issue with the pump or catheter. The device was being explanted due to noncompliance. The patient¿s symptoms were listed as psychological issues. The exact symptoms were not known. The patient status at the time of the report was alive with no injury. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Conclusion code no longer applies.